Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles, information on preventive maintenance and clinical information update was requested but has not been provided as of today. Logfile review cannot be performed based on the available information. The company representative assessed, based on the available information, that healing process might still be ongoing and a root cause for the reported event cannot be concluded, not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an unexpected refractive outcome with post operative spherical equivalent was greater than two diopters in the patient's left eye, after lasik surgery. There are two related reports for this event. This report addresses patient initials tr, left eye and other manufacturer reports will be filed for the fellow eye.